Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted on the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap, water, and alcohol. According to the patient¿s spouse, on (B)(6) 2025, the patient developed a localized rash, itching, and skin burning sensation at the wearable insertion site and self-treated with over-the-counter (otc) benadryl tablets. On (B)(6) 2025, the rash and welts spread to his arms, stomach, back, face, and whole body and he decided to remove the wearable. On (B)(6) 2025, the patient consulted a physician who administered a shot of an unspecified medication to the patient. The patient was also prescribed an oral and topical steroid medication (medrol, unspecified dosage; and triamcinolone ointment), and was advised to continue taking the otc benadryl tablets. The spouse mentioned the physician did not conclude what triggered the systemic reaction. At the time of follow up on (b)(60 2025, the patient was doing well. No additional event or patient information is available.